Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deployment issue and difficulty to remove were unable to be confirmed as the stent had already been fully deployed. The separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the deployment issue; however the resistance during removal, and tip separation appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. Multiple supera stents were implanted successfully in the vessel. The last supera to be implanted was advanced to the target lesion, and under fluoroscopy the stent appeared to have been deployed successfully. However, when the device was being withdrawn, there was resistance noted with the vessel, and it was noted that the supera stent was still in the procedural [outer] sheath, and the tip had separated inside the outer sheath when the device was being withdrawn. The supera stent had not fully deployed at the target lesion. The device was removed with the separated tip and deployed stent in the outer sheath. A non-abbott stent was used to complete the procedure successfully. The patient outcome was excellent. There was no adverse patient effect. There was a delay of 15 minutes; however, there was no clinically significant delay in the procedure. No additional information was provided.